Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 07/13/2016 with the following findings: pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery found to be leaking. Battery compartment cracked above and below bumper pad. Pump case is cracked near top right corner of display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and cracked battery compartment this report is made based on the results of an investigation completed on 7/13/2016.